Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of the available records show that the patient initially presented several preexisting restorations, evidence of dental biofilm deposits and missing teeth. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extractions (permanent impairment of the body structure), and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extractions, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The patient reported having pain, a "rotten tooth" and requiring two teeth extracted (unspecified teeth numbers) and cavities. No additional information is available at this time.